Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular channel. An x-ray taken did not show any anomalies with the implanted system. No changes have been made and the ICD remains in service. No adverse patient effects were reported.